Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date estimated: na.

Event description:
This is being filed to report the mean gradient pressure increased to 12 mm hg with clip deployment. It was reported that this was a mitraclip procedure performed on (B)(6) 2021, to treat mitral regurgitation (mr) with an mr grade of 4+. Two clips were implanted successfully, reducing mr to 2, however, the mean pressure gradient increased to 7 mmhg. At that time, the heart team was satisfied with the increased mean pressure gradient based on the hemodynamics. The procedure was successful. Approximately, two months later, the patient returned with worsening symptoms including dyspnea. Follow-up echocardiography showed that the mean pressure gradient was now at 12 mmhg. The clips remained stable on both leaflets. The patient was re-hospitalized and treatment options are currently being assessed by the heart team. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis resulting in dyspnea cannot be determined. Mitral stenosis and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.